Manufacturer narrative:
Section d3: this report is intended to be submitted under the corresponding cfn/fei number for the manufacturing site of baxter milwaukee. Please refer to it as the appropriate report for this issue, while the remaining initial information was initially accurate. No new information is being reported. A supplemental will be submitted to the original MDR to document this correction. H11: upon inspection, the baxter technician confirmed the reported issue and found the pcba board was faulty. The surveyor s19 patient monitors are small, lightweight patient monitors designed to acquire physiological waveforms and parameters, and to transmit this data to the surveyor central monitoring station. The ¿bed to bed communication¿ feature allows remote viewing of monitors when connected to a surveyor central station. The welch allyn surveyor patient monitor is a prescription device intended to be used by healthcare professionals in all areas of a healthcare facility. The baxter technician replaced the pcba and performed functional testing of the device to resolve the reported issue. Although there was no adverse event reported, if the reported malfunction were to recur and the s19 was being used as standalone device, it would be likely to cause or contribute to a death or serious injury if this were to recur.

Event description:
The customer reported unit was shutting down during use, there was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).